Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The t:slim user guide states: do not remove or add insulin from a filled cartridge after loading onto the pump. This will result in an inaccurate display of the insulin level on the home screen and you could run out of insulin before the pump detects an empty cartridge.

Event description:
It was reported that when the customer had 170 units of insulin remaining in their cartridge when the customer may have inadvertently selected "new" instead of "fill" while performing the fill tubing sequence and received an alarm. Afterwards, the customer selected "fill" and received an alarm that the "pump was completely empty". The following morning, the customer removed 150 units of insulin from the cartridge and observed the insulin gauge jump from 0 units to 120 units once the cartridge was empty. The customer was to load a new cartridge onto the pump to address the issue. There was no known impact to the customer's blood glucose level.